Event description:
In 2009, patient reported he has trouble with the cannulas bending or kinking. He states this has happened with multiple boxes of infusion sets. Patient reported he will notice the bent cannula when he gives a bolus and his blood glucose does not come down and then elevates. He stated he will then remove the infusion site and see that the cannula is bent. Patient stated this last happened yesterday. He reported his reading was 320 mg/dl, he removed the site and noticed a kink in the cannula after having been in use 1 day. Patient reported he inserted a new site, bolused 1.5 units of insulin and his reading returned to normal. Patient stated he is thin and active and works out which may be part of the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.